Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that during a t10¿pelvis case, while taking a navigated spin, the accuracy was poor. The clinical service reported taking four additional spins, all of which were inaccurate. Their other imaging system was brought in, registration was accurate, and the case was able to continue. It occurred intra operatively and there was less than an hour delay to the case. No reported impact to the patient.

Manufacturer narrative:
H3, h6): the manufacturing representative went to the site to test the imaging system but could not obtain information on which side of the imaging system was inaccurate. Checked accuracy: right side ±0.84 mm, left side ±1.22 mm (specification ±1.25 mm). The site needs to provide the system to perform a recalibration. The system can be used with the right-side tracker. Recalibrated the right-side tracker. There were delays in obtaining a stealth system. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000218. Product ID: bi71000219. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info: updated b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received "there was inaccuracy of 10 mm."